Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va09evr, implanted: (B)(6) 2013, product type lead; product ID neu_s timloc_acc, lot # unknown, product type accessory; product ID neu_stimloc_acc, lot # unknown, product type accessory. (B)(4).

Event description:
It was reported that a healthcare provider (hcp) expressed dissatisfaction about the stimloc deep brain stimulation (dbs) lead anchor during an implant surgery last week. It was stated that the hcp opted to use cement to secure the lead instead of the stimloc. The hcp reportedly ¿expressed significant disappointment¿ in the fact that the stimloc design remained the same after many years and that it had become ¿very dated¿ compared to the manufacturer¿s other recent device advancements. It was noted that the hcp was "fearful" of using the stimloc on the patient during this surgery due to the patient's "relatively thin" scalp and the possibility of resulting skin erosion over the stimloc. The hcp expressed dissatisfaction with the ¿horns¿ created by the stimloc, especially in balding patients. It was stated that ultimately the hcp chose to go off label and use cement to anchor the dbs leads in the patient which resulted in added surgery time. The device was not implanted during the surgery, and added patient and hospital costs. No patient symptoms or complications were reported.